Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular was exhibited a failure to capture. Fluoroscopy confirmed the cause was dislodgement of the left ventricular lead. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and dislodgement were not confirmed. A complete lead was returned in two pieces for analysis. Electrical and s-curve analysis were normal with no anomalies found.